Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a crt implant, the cps direct catheter perforated the coronary sinus. The perforation was clearly visible via fluoroscopy and the procedure was aborted. The patient was in stable condition before, during and post procedure.